Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient had a hernia repair surgery on 6/13/2018. No additional information was provided.